Event description:
There was an allegation of a questionable result from coaguchek xs plus meter serial number (B)(4). The result from the meter was 4.7 inr. The result from a laboratory using a cs5100 analyzer with innovin reagent was 3.5 inr. The therapeutic range and frequency of testing were not provided.

Manufacturer narrative:
The strips have been requested for return, but the product was no longer available. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.